Event description:
The reporter states that she obtained the following blood glucose comparison results on the accu-chek aviva system: 62mg/dl and 650mg/dl; 62mg/dl and 155mg/dl; 650mg/dl and 155mg/dl. All aforementioned tests were obtained within 10 minutes. No reported action taken based on results. No adverse event reported. New system sent to customer and return requested.